Manufacturer narrative:
Additional information: according to the information received the device was explanted due to a loss of benefit after an injury. However, neither in situ measurements nor further information has been received. A root cause cannot be determined due to lack of information. The explanted device has not been received for investigation yet.

Event description:
The device was explanted. The reason for re-implantation is an injury in january 2026, after which the user suddenly lost her hearing.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted. The reason for re-implantation is an injury in (B)(6) 2026, after which the user suddenly lost her hearing.